Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No adverse event [no adverse event]. Small round head to break off in mouth, brush head came off in mouth, oral-b [device breakage]. Case narrative: 69 year old female consumer via phone stated that small round oral-b toothbrush head broke off in her mouth. No injury was reported.